Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The expected fasting blood glucose test result range is 110 to 350 mg/dl. The blood glucose testing is performed twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The product is not stored by customer according to specification since they are retained in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.